Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Among 6721 consecutive pfa procedures using different catheter systems, life-threatening aes occurred in 0.16%. Eleven patients were included in this case series. Five patients presented with delayed st-segment elevation, two patients with ventricular fibrillation (vf), two patients with bradycardia and two patients with sudden cardiac death. There were four deaths two with sudden cardiac death, one with vf and one with delayed st-segment elevation. The pulseselect ablation patient had a suspected delayed st-segment elevation with plaque rupture and the patient is alive. No intervention was reported. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: life-threatening delayed myocardial ischemia and malignant arrhythmias occurring after pulsed field ablation of atrial fibrillation; circulation journal. 2025; doi:10.1161/circulationaha.125.077983 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this case series describing rare, life-threatening ischemic and arrhythmic adverse events (aes) after pulsed field ablation (pfa) to improve recognition and understanding of clinical presentation. Among 6721 consecutive pfa procedures using different catheter systems, life-threatening aes occurred in 0.16%. Eleven patients were included in this case series. Five patients presented with delayed st-segment elevation, two patients with ventricular fibrillation (vf), two patients with bradycardia and two patients with sudden cardiac death. There were four deaths two with sudden cardiac death, one with vf and one with delayed st-segment elevation. The pulseselect ablation patient had a suspected delayed st-segment elevation with plaque rupture and the patient is alive. No intervention was reported for the eleven cases. The status of the device is unknown. No additional adverse patient effects were reported.